Event description:
Customer called in response to outreach call. Customer states she had received a motor error alarm but was able to rewind. Customer's blood glucose was 120 mg/dl during call. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked reservoir tube window.